Manufacturer narrative:
The exact implant date is unknown; stated to be on or about 11-mar-2010. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient underwent a computerized tomography (CT) that revealed that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: CT scan showed specific evidence that the filter is tilted and has perforated. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information: (age at the time of event, date of birth), (event date), (event description), (relevant medical history), (implant date- confirmed (B)(6)2010) section d11 (concomitant medical products: 19 gauge single wall needle, 6fr sheath, 0.033 guidewire) section g4 (date received by the manufacturer) complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, the indication was pe with dvt. The filter was deployed with its apex located below the renal veins. The procedure was said to be successful and without complication. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt and perforation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports anxiety. A CT revealed that the cranial tip is slightly tilted medially, and the caudal tip is more toward the posterior wall. The struts are intact, and all struts are seen piercing through the vena cava walls. Of note, mild subpleural scarring within the right middle and lower lobes, fatty infiltration of the liver, small gallstones, a tiny fleck of air within the urinary bladder and signs of mesenteric panniculitis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: CT scan showed specific evidence that the filter is tilted and has perforated. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: a trapease ivc filter was implanted via internal right jugular approach due to patient presenting with pe and dvt. The filter was deployed with its apex located below the renal veins. The procedure was said to be successful and without complication. The patient tolerated the procedure well and was transferred in stable condition. The patient became aware of the reported events approximately 9 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety. The following additional information was received per medical records: a CT of the abdomen without contrast was done to evaluate the ivc filter and revealed the following. The cranial tip is slightly tilted medially and the caudal tip is more toward the posterior wall. The struts are intact and all struts are seen piercing through the vena cava walls. Of note, mild subpleural scarring within the right middle and lower lobes, fatty infiltration of the liver, small gallstones, a tiny fleck of air within the urinary bladder and signs of mesenteric panniculitis.